Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted on computerized tomography to be placed in the left atrium, and it was unknown whether "the device was performed after the passage of time after placement of the right atrium" or whether it was initially placed in the left atrium at implant. The ra lead remains in use. No patient complications have been reported as a result of this event.